Event description:
General report received of umbilical venous catheters clotting off. It was reported that there have been two instances where pts have lost their umbilical venous catheter (uvc) access due to back-up of blood into the IV line. The back-up of blood causes a clot to form, necessitating re-insertion of the uvc on the pts. The customer reported that in both cases the clotting off of the uvc was due to the filter being used.